Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6) hospital. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse observed log 78, 112 and 116 in the iabp¿s diagnostic error log and while testing the iabp. The fse made the corrective action to replaced the coiled cable and during testing observed no printer operation. The fse removed the printer and observed saline fluid ingress which damaged the printer circuit board, possibly causing the failure observed by end user. The fse examined the console and observed no other saline damage. The fse installed a new printer and that corrected the failure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed. The exact alleged failure was not reported. No patient harm, serious injury or adverse event was reported.